Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was good post procedure.